Event description:
The mother of a home pt reported cracked minicaps. The pt noted the cracks to be on the side of the caps. Per the home pt, no pt injury or medical intervention was associated with this incident.